Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure of removing a right ventricular (rv) lead and right atrial (ra) lead that both leads were attached to each other. It was noted that physical resistance was encountered when removing the leads from each other. The leads were successfully removed and replaced. No patient complications have been reported as a result of this event.